Manufacturer narrative:
Date of event: date is estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report heart failure, endocarditis and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted, reducing mr to a grade of 1. Roughly one month later, the patient returned to the hospital with acute heart failure due to infective endocarditis. Echocardiogram showed mr had increased to a grade of 4. The implanted clip was confirmed to be stable on both leaflets. On (B)(6) 2020, mitral valve replacement surgery was performed to treat the infective endocarditis. The patient is noted to be in a stable condition. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the patient returned to the hospital on (B)(6) 2020 for heart failure that resulted from septic shock. Antibiotics were given to treat the heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported the heart failure and shock were due to the endocarditis and the mitral regurgitation (mr) appears to be related to the heart failure. However, a conclusive cause for the endocarditis cannot be determined. It is possible that patient conditions contributed to the endocarditis; however, this cannot be confirmed. The reported patient effects of heart failure, endocarditis, mitral regurgitation (mr) and shock, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. H6: patient code 2072 added.